Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30902263l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered atrial tachycardia. During the procedure, an artial tachycardia (at) occurred after brockenbrough. Error 7 also occurred when the connection was changed from lasso to pentaray for mapping. The issue was resolved once when the connection was changed pentaray to lasso. Error 7 reoccurred when the connection was changed to pentaray again. Pentaray was replaced with a new catheter, the issue was resolved, and the procedure was continued. Regarding the stsf ablation catheter, an error 106 occurred during ablation of the anterior wall after box isolation and at mapping. The cable was reconnected, but the issue was not resolved. The issue was resolved by replacing the catheter. The procedure was continued. Additionally, there was a signal noise in pentaray, beeat, and surface electrocardiogram when mapping la (left atrium) after ablation of the anterior wall. Disconnection of all the cables from the front of the piu (patient interface unit) and replacement of them one by one caused the noise when connected to 20a. Re-sterilized cable was used for d134401, so replaced with new product and the issue was resolved. The timing of the complaints: the pentaray issue occurred in af procedure after blockade, and when the connection was changed from lasso to pentaray for mapping. The stsf issue occurred during ablation of the anterior wall after box isolation and at mapping and when mapping the la after ablation of the anterior wall. The lasso issue occurred when the connection was changed from pentaray to lasso due to svc isolation. The issue was resolved by replacing the catheter and cable. The noise occurred in both ic and bs, both carto3 and lab, the catheter was in the patient¿s body at the time of the noise. The procedure was completed without patient's consequence. Force sensor error is not MDR-reportable. Current leakage is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 13-jan-2023, bwi received additional information regarding the event. The procedure was completed without patient's consequence. No intervention was required. Patient fully recovered. No extended hospitalization. Error 7 was resolved by replacement of catheter. The physician had bs (body surface) ECG (electrocardiogram) at polygraph was available to monitor patient heart rhythm. Since there is no evidence that medical/surgical intervention or prolonged hospitalization was required for treatment or prevention of permanent damage to the patient, the event is not MDR-reportable. The previously reported event of atrial tachycardia has been determined to be not reportable due to the newly received information. No further reports will be submitted regarding this event. Manufacturer's reference number: (B)(4).